Manufacturer narrative:
This is one of one initial/final MDR report for this complaint (B)(4). (B)(4). Concomitant medical products: concomitant devices 5fr short sheath by medikit, prowler select plus microcatheter and enpower dcb. Based on the information, the event could not be confirmed. The deltamaxx coil will not be returned; therefore the root cause of the coils failure to detach cannot be determined. However review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the contact at the user facility that the physician was unable to detach the deltamaxx coil using the enpower control cable. The procedure was the percutaneous reservoir-catheter placement and the enpower cable / deltamaxx coil were used for the embolization of the gastroduodenal artery (gda). The complaint deltamaxx was inserted and delivered to the target lesion site after the pre-insertion electrical check with the complaint cable was successful. The physician then pressed the detach button, although the detachment light illuminated during the detachment cycle and the signal beeped, the microcoil was failed to detach. The physician reconnected the cable and conducted the electrical check, this time the green system ready light did not illuminate. The physician suspected that the microcoil and the device positioning unit (dpu) might be stuck together due to the melted fiber, thus moved the dpu back and forward slightly to check if this were the case; however, it was confirmed that the microcoil was firmly attached to the dpu. The cable was then replaced with a new one, but the system ready light still did not illuminate. The physician slowly withdrew the coil from the patient, and another coil was used instead to continue the embolization procedure. The procedure was completed without further issues or delays. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to and after the event. Since the patient was a (B)(6) virus carrier, the complained products have already been disposed. No further information is available.